Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint database revealed no other similar incidents reported for difficult to remove from this lot. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that during a procedure to treat an unspecified coronary lesion with no tortuosity and no calcification, pre-dilatation was performed. A 3.0x33 mm rx xience prime stent delivery system (sds) was advanced and deployed. Post stent deployment the balloon of the sds was deflated but significant resistance was felt between the balloon and the implanted stent during removal of the sds. Reportedly, two minutes were allowed after pulling negative for balloon deflation and the balloon was completely deflated prior to attempting retraction of the sds. The sds was removed under negative pressure. There was no adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.